Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence, which resulted in high blood glucose levels. Specific glucose values were not provided, as the value displayed was "high." The caller had not taken any actions to address high blood glucose, and assistance from a third party was not required. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin without refilling, reusing, or overfilling the cartridge. This was a current issue, and more than 30 units of insulin were used to fill the tubing. Cts instructed the caller to disconnect tubing at the t:lock and assisted in filling and loading a new cartridge. Caller reported frustration with guidance from the tandem trainer regarding the use of an insulin pen instead of a vial. Further follow-up was planned, and the caller was provided with additional information and instructions. No adverse impact on blood glucose levels was explicitly reported.